Event description:
Index surgery: on (B)(6) 2013. Revision of equinoxe shoulder components due to non-union between allograft composite and long stem rtsa. This event report was received through clinical data collection activities.

Manufacturer narrative:
This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record.